Event description:
Customer reported she has been having low blood glucose of levels and night. Customer stated that her first low was 67 mg/dl. On (B)(6) 2014, it was 62 mg/dl. Then on (B)(6), 2014 she had a low of 59 mg/dl. On (B)(6) 2014, she had a low of 69 mg/dl and another one of 49 mg/dl. Customer states at night the device does not wake her up for the lows. Customer declined troubleshooting for low blood glucose. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.